Event description:
The customer reported being hospitalized due to high blood glucose of 499 mg/dl. The customer stated that he changed the infusion set the day before the event and started experiencing high glucose. Troubleshooting was performed. Reviewed the alarm history and found low reservoir and no delivery alarms. The customer stated that the alarms were cleared with changing the infusion set. Ran a fixed prime and high pressure test and the tests passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.